Event description:
While removing the balloon catheter after stent placement, the balloon adhhered to the stent. The physician used a 6f mach 1 vl 3.5 guide catheter to intubate a left coronary artery and a wizdom guide wire to cross the non-calcified, 85% stenosed, long lesion in the proximal 1st obtuse marginal. A 3.0 x 32mm taxus express2 was advanced directly across the lesion. He deployed the stent at 14 atms for 30 seconds. Upon withdrawal he was unable to remove the balloon; even with considerable force. He then reinflated the balloon to 16 atms for 20 seconds and continued to withdraw the balloon while maintaining the position of the guide catheter out of the ostium. Again considerable force was required to remove the balloon from the stent (7/10). He then used a 3.0 x 20mm quantum balloon catheter inflated to 26 atms for a total of 60 seconds of post dilatation. Upon reangiopraphy, there was no sign of edge dissection and the physician found the result acceptable. Pt status is satisfactory.